Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable infusion pump. It was reported that the patient had been scheduled for an explant on (B)(6) 2022 due to pump pocket discomfort and lack of therapeutic efficacy. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. A dye study was performed to confirm catheter patency. The issue was not resolved at the time of the event. The patient¿s weight an d medical history were asked but were unknown. The patient's status was alive - no injury.